Manufacturer narrative:
(B)(4)

Event description:
It was reported that a signal loss occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. No injury or medical intervention was reported.